Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a shoulder procedure, outside the shoulder while the werewolf wand was sitting on the mayo table, it activated itself without getting pressed, the foot-pedal was disconnected and it continued activating itself. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1)the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during set up for a shoulder procedure, outside the shoulder while the werewolf wand was sitting on the mayo table, it activated itself without getting pressed, the foot-pedal was disconnected and it continued activating itself. There was a non-significant delay and a back-up device was available. There was no patient involvement.